Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient went into ventricular tachycardia (vt) storm, which caused appropriate therapy. The patient's lead triggered lead integrity alert (lia) for elevated sic and low impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented at the emergency room due to lead integrity alert (lia) triggered. Upon interrogation, the lead had oversensing, non-sustained ventricular tachycardia episodes recorded, elevated pacing thresholds, and inappropriate therapy due to atrial fibrillation (af) with rapid ventricular response. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard alert tones and went to the clinic. Upon interrogation, it was noted that the right ventricular (rv) lead had low pacing impedance. Upon further investigation, it was noted that there may be a crush issue with the lead. The physician chose to monitor the patient. No intervention was completed. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable cardioverter defibrillator (ICD) system was explanted and replaced.

Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated an r-wave amplitude measurement issue. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.